Manufacturer narrative:
Review of the submitted system controller log file confirmed the reported pump stoppages; however, a specific cause for the interruptions in pump function could not be conclusively determined through this evaluation. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient weight was not provided. (B)(4). Approximate age of device- 5 years and 2 months. The pump was not explanted and therefore not returned for evaluation.  No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that the patient expired due to cardiac arrest. The vad team believed that the death was related to pump stoppages. The manufacturer's technical service representative observed multiple pump stoppage events and low speed operations below the low speed limit of 9000 rpm. These took place while the patient was utilizing battery power. It appeared that the pump stoppages and low speed operations could be correlated with a phase to phase short. The pump will not be explanted or returned for evaluation. No additional information was provided.